Manufacturer narrative:
Concomitant product: product ID 64001, product type adapter. (B)(4).

Event description:
Additional information received reported that impedance was checked intra-operative and the impedance was greater than 40000 on c, 6 and c, 7. The impedance was checked again post-operative and the impedances were still high. The patient was tested for side effects post-operation. The patient had ¿a little bit more tremor on the one side¿ when the stimulation was turned on. It was later reported that the screws in the adaptor might have not been tightened properly when the adaptor was placed for the battery replacement. The health care professionals were able to program around the two electrodes where impedances were high.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedances greater than 40,000 ohms on c, 6 and c, 7. All other pairs were within range. Prior to the procedure all contacts were within range. The surgeon tightened down all four set screws, programmed electrode 5 and decreased voltage per neurologists suggestion. The patient was getting adequate therapy at the time. Follow up reported electrodes 6 and 7 had impedances greater than 40,000 ohms. The neurologist suggested using electrode 5 and case instead of 5 and 7 and case. The patient was receiving therapy benefit after changing the electrode configuration.